Event description:
Pharmacy-option care inc failed to notify us that we were shipped heparin and saline syringes which were later recalled. Dose or amount: 3ml, frequency:2/day, route: IV. Dose or amount: 10ml, frequency: as needed, route: IV. Dates of use 2008. Diagnosis or reason for use, not needed, never used. (Daily flush of broviac, central line port).